Event description:
In 2008 the patient reported that he is not able to retract the piston rod of his infusion device. He stated that the piston rod appears to be stuck at the halfway point and the infusion device is making a loud "humming" sound. He stated that he inserted a new battery into the infusion device and attempted to retract the piston rod and e10 (cartridge) error was displayed. He also reported experiencing e6 (mechanical) errors over the past "couple" of days. He stated that "the inside of the pump is dusty looking." He stated that the infusion device had not been exposed to moisture. He feels the errors have caused his blood glucose to elevate. He experienced a blood glucose reading of "hi" (over 500 mg/dl) on his blood glucose monitor and he bolused through his infusion device. He stated that he bolused 40 units of insulin in a 6 hour period of time and his blood glucose returned to a normal level of 150 mg/dl. He stated that his normal blood glucose level is not over 200 mg/dl. He was advised to switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.